Event description:
It was initially reported through clinic notes that the patient showed excessive impedance reading during normal mode diagnostics. No additional information was given. Patient underwent a full revision due to the high impedance reading. Good faith attempts to obtain additional information and explanted products for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.